Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redw0338 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility in (B)(6).

Event description:
It was reported during the intermittent period of chemotherapy, the patient's tubing returned blood every day, causing the tubing to be blocked. At 4 pm on (B)(6) 2021, the patient came to the hospital for routine membrane replacement and found that the lumen was blocked. At 4:10, the tube was flushed with heparin saline, which was unsuccessful. After communicating with the head nurse of the nail breast surgery department, he returned to the ward to flush the tube with urokinase. Rush away after 10 o'clock in the evening.